Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using a lantern delivery microcatheter (lantern), pod packing coil (pod pc), non-penumbra sheath, and a angiographic catheter. During the procedure, the physician placed the angiographic catheter at the target vessel and then advanced the lantern through the angiographic catheter. Next, while advancing a pod pc through the lantern, the physician decided to pull approximately a few centimeters back on the lantern. However, while retracting the lantern, the physician noticed the distal radiopaque marker of the lantern was not moving while pulling back on the proximal end of the lantern. Subsequently, upon further inspection, the proximal end of the lantern outside of the patient was broken into two separate pieces exposing the pusher assembly of the pod pc. The physician detached the pod pc and then successfully pulled and removed the broken portion of the lantern out from the angiographic catheter. The procedure was completed using a new lantern, additional ruby coils, same angiographic catheter, and same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lantern confirmed a fracture on the proximal end. If the device is manipulated against resistance, damage such as a kink and subsequent fracture may occur. Based on the reported event, the root cause of resistance could not be determined. Further evaluation revealed an ovalization on the distal end. This damage may be incidental to the complaint and the root cause of this damage could not be determined; however, if this damage was present during the procedure, it may have contributed to resistance. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.